Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm noted during testing. No moisture damage one electronic assembly or motor noted. Insulin pump had a cracked case on display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 5.0 mmol/l. Customer had fallen into the pool with her pump on. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.